Manufacturer narrative:
Result of investigation: service technician was able to duplicate "alarming transducer fault". Review of event trace reveals several "xdcr flt" conditions. Unit was displaying "xdcr flt" upon initial power up of ventilator. Alarm was both audible as well as visual. Further investigation reveal "xdcr flt" was due to the analog board (p/n 10136, l/n 0612501s). Installed a good known analog board and the "xdcr flt" was resolved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that their ltv 1000 ventilator was alarming transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.